Event description:
Nurses and phlebotomists are reporting that the collection needle has a safety concerns. Reports include: 1. When they move the safety cover to the side of the device, it pulls the cap off the needle before they are ready to remove it. 2. The rubber over the needle that fits in the blood tube holder is too rigid and difficult to hold a blood collection tube on. The resistance from the rubber pushes the tube off the needle unexpectedly.